Event description:
As reported: "after insertion of a 340 mm gamma 4 long nail into the patient, a missed drill occurred when drilling the distal most proximal hole using the distal target device. The drill passed behind the nail while grazing the nail. Shortly thereafter, it was discovered that the distal target device was set at 300 mm versus the 340 mm nail. The device settings were corrected and the screw insertion was completed without problems. Wrong drill hole made in patient's bone, extension of the skin incision".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. The drill has no role to play in the occurrence of this event. As accepted by the user that the target device was used with incorrect settings i.e. The actual nail was 340 mm and the distal target device was set at 300 mm, therefore the root cause was attributed to a user related issue. Also, the gamma 4 operative technique clearly states that [ensure that the selected neckshaft angle (ccd) matches the corresponding nail angle and distal locking configuration chosen.] If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "after insertion of a 340 mm gamma 4 long nail into the patient, a missed drill occurred when drilling the distal most proximal hole using the distal target device. The drill passed behind the nail while grazing the nail. Shortly thereafter, it was discovered that the distal target device was set at 300 mm versus the 340 mm nail. The device settings were corrected and the screw insertion was completed without problems. Wrong drill hole made in patient's bone, extension of the skin incision".